Manufacturer narrative:
Patient was a smoker with a history of hypertension, diabetes, previous mi, previous pci and previous congestive heart failure. Index procedure was prompted by stable angina.

Event description:
.

Manufacturer narrative:
(B)(4).

Event description:
One resolute integrity drug eluting stent was implanted in the lad. The patient expired approximately 46 days post index procedure. Cause of death is assessed as cardiac.